Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('heavy bleeding') and meningitis ('other injury(ies) or complication please describe: meningitis') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, renal disease (kidney stones), nausea, bacteremia, obesity and gram-positive cocci infection. Concurrent conditions included galactorrhea, itchy rash, drug allergy, sinus disorder, polypectomy, polyp (endometrial polyp), dysfunctional uterine bleeding, hyperplasia endometrial, chills, lower abdominal discomfort, fever, neck pain, stiffness, photophobia, malaise, general body pain, flank pain, vaginal discharge abnormality, tachycardia, thrombocytopenia, septicemia, vomited, pneumonia, feeling unwell, lymphopenia, dvt prophylaxis, abdominal discomfort, anemia, lumbar puncture and ovarian cyst. Concomitant products included phentermine since (B)(6) 2012 for obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), meningitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("left and right lower abdomen pain") and fatigue ("fatigue"). The patient was treated with surgery (ablation, d & c, hysterectomy and bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, meningitis, abdominal pain, urinary tract infection, cystitis, migraine, headache, dyspareunia, alopecia and fatigue outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, meningitis, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure on right side protrudes deeper into uterus then the left essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Ultrasound scan vagina - on an unknown date: anteverted uterus, right uterus area 7.8 x 5.3 cm (most likely fibroid) bilateral multi follicular ovaries. Resolving cyst and left ovary 1.7 x 6 cm.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and mr received. New reporters, patient demographic, patient concurrent condition, lab data, esure indication were added. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: uti, bladder, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, hair loss, perforation (fallopian tube(s), other injury(ies) or complication please describe: meningitis and left and right lower abdomen were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) left fallopian tube'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding/ general abnormal bleeding') and meningitis ('meningitis') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, calculus renal (kidney stones), nausea, bacteremia, obesity and gram-positive cocci infection. Concurrent conditions included galactorrhea, itchy rash, drug allergy, sinus disorder, polypectomy, uterine polyp (endometrial polyp), dysfunctional uterine bleeding, hyperplasia endometrial, chills, lower abdominal discomfort, fever, neck pain, stiffness, photophobia, malaise, general body pain, flank pain, vaginal discharge abnormality, tachycardia, thrombocytopenia, streptococcal septicemia, vomited, pneumonia streptococcal, feeling unwell, lymphopenia, dvt prophylaxis, abdominal discomfort, anemia, lumbar puncture and ovarian cyst. Concomitant products included phentermine since (B)(6) 2012 for obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti") and cystitis ("bladder infection"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), meningitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("left and right lower abdomen pain") and fatigue ("fatigue"). The patient was treated with surgery (ablation, d & c, hysterectomy and bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, meningitis, abdominal pain, urinary tract infection, cystitis, migraine, headache, alopecia and fatigue outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and dyspareunia had resolved and the abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, meningitis, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure on right side protrudes deeper into uterus then the left essure. Plaintiffs received treatment for dyspareunia, general abnormal bleeding, bladder problems, urinary tract problems, fatigue, hair loss, migraine. Treatment received for bladder infection and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Ultrasound scan vagina - on an unknown date: anteverted uterus, right uterus area 7.8 x 5.3 cm (most likely fibroid) bilateral multi follicular ovaries. Resolving cyst and left ovary 1.7 x 6 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Outcome of the event "dyspareunia, general abnormal bleeding" was updated to resolved from unknown. Treatment was received for the events bladder infection and uti. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.